Manufacturer narrative:
Exemption number e2019001. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report clip opened while locked and partial clip movement. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted short posterior leaflet causing visualization issues. A clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, after deployment it was observed that the clip partially opened, and it seemed to be rocking more. The physician felt the clip was still stable on both leaflets. A second clip was deployed to further reduce mr. Two clips were implanted reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from the reported lot. Based on the information reviewed, the patient morphology/pathology influenced the poor image resolution migration (partial clip movement). A definite cause for the reported migration (partial clip movement) and the unintended movement (clip open-locked) could not be determined. It is possible that procedural conditions and possibly challenging anatomy influenced the reported issues but this cannot be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.